Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was going through airport security in (B)(6) 2019 and it put the patient on their knee and maxed out the battery. The patient has an appointment on (B)(6) 2020 with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the patient being zapped were that they went through security at the columbus airport. They were then "hit again" going into the bank, and reported their battery was not acting right since.